Manufacturer narrative:
(B)(4). Report number 2518433-2019-00001 is incorrect. The correct manufacturer number is 3003898360-2019-01466. The correct manufacturer is tecate number 3003898360-2019-01466.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear to be properly aligned. The stapler was returned with 22 staples left in the cover block indicating that at least 13 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was unable to properly form. This was repeated with the same result. The device was disassembled , and it was found that the cover block was partially detached from the trigger which prevented the staples from forming properly. The cover block was manually reattached to the trigger and the stapler was reassembled. The trigger was engaged , and a staple was able to properly form and release. This was repeated four times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. It could not be determined how or when the cover block became partially detached from the trigger. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "jamming" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from forming properly but could also cause the staples to be unable to release from the device. Once the cover block was reattached to the trigger, the remaining staples fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Event description:
It was reported that the staples were found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73e1800311. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were found jamming during usage on the patient.